Event description:
The caller reported that an 8.0 endotracheal tube was in the patient and they heard a leak and they added more air and the pilot balloon came off. The respiratory therapist found the pilot balloon on the patient's chest, and the cuff was deflated. The therapist used a syringe and needle to re inflate the cuff and used a hemostat to clamp it off. The physician was called and the endotracheal tube was replaced with another 8.0 endotracheal tube and there was no desaturation and no additional treatment needed. The caller did not know if the cuff had been pre tested.

Manufacturer narrative:
The tube was discarded, and therefore not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.